Event description:
The complaint alleged not switching. The independent repair statement confirmed red light alarming and that the operator valve was not switching and this was the key failure. Additional problems noted were for a hose clamp leak; zip tie leak; pm kit, dirty and an o-ring leak.